Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found partially bent. As treatment, patient gave a correction of 12 units and a new pod was applied. There was a recent setting change made, decrease in the bolus amount 12-8 am from 1.00 unites to .90 units.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were identified during the investigation that would contribute to a failure of the pod to adhere. Residue was present on the adhesive pad, but it is unclear when contamination occurred. Because the pod was returned in the worn state, the adhesiveness during time of use could not be verified. Although no problem was found with regards to the bent/kinked cannula, a root cause for the failure to adhere, as well as the high bg (blood glucose) levels could not be determined.